Event description:
According to the reporter, during a routine inspection of the device, a paddle electrode was observed to be separated from the adult paddle attachment.

Manufacturer narrative:
Medtronic replaced the adult paddle electrode assemblies. Process changes to increase the amount of adhesive to the electrode plate have been implemented. Except as provided by 21 cfr 803.56, medtronic emergency response systems does not intend to submit additional information on this event to FDA.